Event description:
Neuro surgeons in the department are utilizing questionable sterilized aquamantis handpeices in the operating room. The packaging of the item gives questions to its true sterility and therefor shouldn't be used. This particular product (lot #phg161co model #23-112-1). The aquamantys had some questioning about the packaging a few weeks back. Medtronic was notified along with material management. We pull the product from the shelf that was in question. Vendor medtronic's sent new product and had us return those. Medtronic said in email that the grey on the package where the seal hits is normal and we are good to use product.